Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a cartridge alarm occurred. Lastly, it was reported that the battery gauge was fluctuating. Customer's blood glucose level was 189 mg/dl. Reportedly, customer continued using pump for insulin therapy.